Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported the up and down arrow buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/01/2013 with the following findings: the keypad cover was found to be peeling off. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the contrast button was completely unresponsive. The ok keypad button responded appropriately to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed a crack in the top of the battery compartment extending to the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.